Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer sat on the pump and the screen shattered. Customer is unable to interact with the pump due to the damaged screen. There was no adverse impact to customer's blood glucose. Reportedly, customer will continue to use current pump for insulin therapy.